Event description:
The initial reporter received a questionable result for one patient sample tested with elecsys tsh on a cobas e 801 module with serial number (B)(4). The initial result was reported outside of the laboratory. The result was questioned by the physician, who complained that the high tsh result was not consistent with the patient's diagnosis and with the patient's t3 and t4 results which were within their normal ranges. The physician requested that a new specimen be taken from the patient. On (B)(6) 2021, the initial result was 63.1 uiu/ml. On (B)(6) 2021 at 2:12 pm, the result of the new specimen was 88.1 uiu/ml.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. A sample from the patient was provided for investigation. The investigation was able to reproduce the results obtained by the customer. The investigation of the sample determined that it does not contain an interfering factor. The investigation did not identify a product problem.